Event description:
Procedure type: inguinal hernia repair. According to the rptr: the doctor used this trocar in his case and noticed that part of the inside valve broke off. The broken piece was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).